Manufacturer narrative:
B4: 05aug2021. The customer spoke to the service technician(st) over the phone. The st suggested the customer make sure all the screws were tightened. The customer reported the screws were tightened, and soon after, the unit then gave the proper reading.

Manufacturer narrative:
Report date: 22jul2021.

Event description:
The customer reported unit failing the ohms on the oxygen (o2) inlet during performance verification testing (pvt). The device was not in clinical use. No patient or user harm was reported. The customer identified the reading is too high. The remote service engineer (rse) advised the customer can try to scrape some of the loctite on the screws in the o2 inlet. Further information is pending.